Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue occurred at 7am on (B)(6) 2015. The patient was unable to provide any of the results which were obtained on the subject meter, nor what type of comparison was being made. The patient informed the cca that they regulate their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. It was noted that the patient experienced ¿stomach ache¿ 2 days after the alleged issue began. In response to this the patient self-treated by increasing their intake of novalog insulin by ¿20-25 units¿ per day. The patient did not go through troubleshooting with the cca. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.